Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) normal battery depletion. The manufacturing site ID has been corrected on this report.

Event description:
It was reported the device was explanted and replaced due to early battery depletion. The patient had been seen in the clinic in (B) (6) 2009, and the battery was "good." When seen in the clinic in (B) (6) 2009, the battery was depleted and only pacing in the right ventricle at a rate of 53 beats per minute. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device was explanted and replaced due to early battery depletion. The patient had been seen in the clinic in (B) (6) 2009 and the battery was "good." When seen in the clinic in (B) (6) 2009, the battery was depleted and only pacing in the right ventricle at a rate of 53 beats per minute. No patient complications were reported as a result of this event.